Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 10 bd alaris smartsite low sorbing extension sets experienced dented tubing. The following information was provided by the initial reporter: the plastic is soft on a small surface and is blasted in color. The plastic is soft and almost perforated under the clamp.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 16-mar-2022. H.6. Investigation: one 20350e-0006 sample was received for investigation without packaging, however the lot number was confirmed as 21095536. The customer indicates that the tubing kinks close to the clamp, however it is not clear whether this is after the clamp has been applied. A visual inspection confirmed that the tubing under the clamp was kinked and the kink remained in place after the clamp was opened, furthermore the tubing close to the kink was discoloured. The details of this feedback were forwarded to the manufacturing site for investigation. They confirmed that the kink was likely to be related to excess solvent coming into contact with the tubing during the assembly process, coupled with the clamp being applied to the tubing. The solvent would result in the tubing becoming more malleable, which would result in the increased potential for kinking following the application of the clamp. A review of the production records for lot 21095536 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature.

Event description:
It was reported that 10 bd alaris smartsite low sorbing extension sets experienced dented tubing. The following information was provided by the initial reporter: the plastic is soft on a small surface and is blasted in color. The plastic is soft and almost perforated under the clamp.